Manufacturer narrative:
A reagent issue can be excluded as repeat testing was performed using the same reagent. The field service engineer checked the analyzer and confirmed it was running within specifications. The customer has observed no further issues. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
On (B)(6) the field service engineer (fse) replaced the sample probe. The investigation is ongoing. H3 other text : na

Event description:
The initial reporter questioned the results of 3 patient samples for multiple tests on a cobas 6000 c (501) module. Based on the data provided, discrepant results were identified for 1 patient sample tested for g-glutamyltransferase ver.2 - standardized against szas (ggt-2) and tina-quant c-reactive protein IV (crp4). The initial ggt-2 result was 8 u/l. The repeat result was 709 u/l. The sample was also repeated on a c111 instrument and the result was 715.4 u/l. The initial crp4 result was 0.0 mg/l. The repeat result was 20.8 mg/l. The sample was also repeated on a c111 instrument and the result was 21.26 mg/l. The questionable results were reported outside of the laboratory. The results were corrected after repeat testing was performed. The crp4 reagent lot number was 706681. The expiration date was not provided. The ggt-2 reagent lot number was 711199. The expiration date was not provided.